Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588, lead, implanted: (B)(6) 2008; 694958, lead, implanted: 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead trends exhibited increased capture threshold to high levels. The lead remains in use. No patient complications have been reported as a result of this event.